Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the screen went blank, pump continuously beeped, and there were intermittent power issues. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported alarming issue. However, the investigation was able to confirm the reported battery issue. Additionally, it was determined that the device upstream occlusion seal was uneven and the upstream occlusion sensor was tilted. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The device passed all testing when switched to battery and ac power, and the upstream occlusion sensor was replaced.